Manufacturer narrative:
(B)(4). Device available for evaluation. Device evaluated by manufacturer. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a heavily calcified right coronary artery stenting procedure, after deployment of the 2.75x38mm xience prime stent, during the second inflation of the balloon to post-dilate, the balloon ruptured at 13 atmospheres (atm). The stent was, reportedly, fully apposed to the vessel wall. After balloon rupture, the stent delivery system was difficult to remove, due to some resistance with the deployed stent, so the stent delivery system was removed with the guide wire and guide catheter as one unit. The vessel was rewired for additional planned stenting. Moving proximal in the vessel, a 3.0x38mm and a 3.5x38mm xience prime were deployed without issue. A 4.0x23mm xience v rx was deployed in the proximal lesion, perforating the proximal vessel. A jostent graftmaster was deployed without issue, resolving the perforation. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The xience v stent mentioned is being filed under a separate medwatch report #.